Manufacturer narrative:
A product sample has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic reported that the cassette leaked during the procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. Additional information has been requested; however, no further information was returned.